Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve was implanted via l-p shunt on an unknown date and unknown setting. A CT was performed and it was found that the catheter had fallen off at the point where the stepped connector and the valve were connected. The lumbar catheter remained implanted in the patient, and the valve and peritoneal catheter were replaced to a new one.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis: the catheter ends were visually inspected no defects were noted. No ligature marks were noted in the catheter ends. All ends of catheters were clean cut. The valve connector was visually inspected no defects noted. No root cause could be determined for the issue reported by the customer, as no defects were noted with the catheters or the connector when investigated. The possible root cause for the issues reported by the customer could be due to not tying the catheter to the connector.

Event description:
N/a.